Manufacturer narrative:
. E1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd received 6 photos for investigation, in which three (3) photos show blood clogged in the hub portion of the device. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode: clog based on customer photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® blood transfer device, an unspecified number of devices are not dispensing as the sample gets stuck. No adverse impact was reported regarding the patient or user.